Event description:
It was reported that the drill bit broke off inside of the attachment during testing. It was further reported that there was no patient involvement in this event.

Manufacturer narrative:
The reported event of a broken bur was not confirmed. During the evaluation of the originally listed concomitant device ((B)(4) lot 14099 - sd/pd long curved attachment), this device could not accept a bur during testing. It was found that this device had a dented bearing guide, a dented bearing guide will prevent a bur from being inserted into the attachment. The associated cutting accessory (unknown ins bur, unknown lot #) is now listed as the concomitant device.

Event description:
It was reported that the drill bit broke off inside of the attachment during testing. It was further reported that there was no patient involvement in this event.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.